Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2025-17, 2017865-2025-18, 2017865-2025-20. It was reported that patient presented in clinic with unspecified infection, open wound dehiscence and exposed wires. Implantable cardiac defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead and atrial lead were explanted. There were no patient consequences.

Manufacturer narrative:
Related report reference number should include: 2017865-2025-11517; 2017865-2025-11518; 2017865-2025-11520.

Event description:
Related report reference number: 2017865-2025-11517; 2017865-2025-11518; 2017865-2025-11520.